Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The vessel sealer extend (vse) instrument was found to have a grip ring dislodged. The instrument was placed on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips did not open. The dislodged grip ring likely caused the grips to not open. The grip open lever was not functional. The grip ring moves freely up and down grip the grip drive adapter. Intuitive followed up and obtained additional information. Issue did not occur with the instrument after a system fault. The jaws of the instrument clamped were not closed after they had been working and could not be open when commanded by the user. Jaws were not stuck on tissue. It was not on tissue. The instrument was removed as usual. Entering and removal was not an issue. The instrument just didn¿t work/open when inserted. There was no adverse effect. There was no bleeding.

Event description:
It was reported that during a da vinci-assisted sleeve gastrectomy surgical procedure, the vessel sealer extend (vse) instrument was inserted into the patient and the surgeon was unable to open the jaws of the instrument. Use of the instrument was discontinued, and it was replaced to the backup. No fragment fell into the patient. The user completed the procedure and no known impact or patient consequence was reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the da vinci product with an alleged issue to perform failure analysis. However, failure analysis is not complete.